Manufacturer narrative:
Eval summary: the devices were torqued onto the handpiece, and all cracked during functional testing, giving a solid tone. Further analysis was performed and the most likely cause of the fractures in the blade was excessive damage or grind marks at the high stress region along the edge of the blade. These imperfections created a surface that increased the likelihood of fatigue crack initiation. The blades that had a higher level of imperfection on the edge will have a greater chance of a fatigue crack developing, causing the blade to fracture. We have documented the circumstances as they were reported to us. Batch # d9d98z, mfg: 1/07, exp date: 2/2012; batch # c9d592, mfg: 12/06, exp date: 1/2011, batch # d9d87r, mfg: 12/07, exp. Date: 1/2011.

Event description:
The devices were returned with no information.